Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager the device was not detected on the bus. A field service engineer (fse) ran diagnostics and found diagnostic software errors. The fse powered down the system and inspected the remote manager and auxiliary cable. The auxiliary cable was found under a heavy fridge. After moving the fridge and inspecting the cable, the fse reinstalled it and ran diagnostics again. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device not detected on bus. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.